Manufacturer narrative:
This issue was previously submitted under MFR report# 3005094123-2016-00013, which was under the incorrect manufacturing site. The correct (B)(4), MFR# 3008344661. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. (B)(4).

Event description:
The customer reports alleged (B)(6) architect anti-hbs assay results for one patient whose sample ((B)(6)) was tested on an architect i2000sr analyzer. The sample was tested eight times and generated results in the range of (B)(6). It is unknown if the patient had received a (B)(6) but in 2013 this patient tested (B)(6). The sample was retested the following day and generated (B)(6) of 31.38 and 29.90 miu/ml. The patient's physician had ordered (B)(6) testing to diagnose an (B)(6) (not provided). Suspect results were not reported from the lab with no patient impact. Other test results ((B)(6) 2016): (B)(6) = 1.48, 1.41 and 2.29 s/co; (B)(6) = 0.18 s/co; (B)(6). On (B)(6) 2016: (B)(6) = 2.84 s/co.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No returns were made available from the customer site for this evaluation. Clinical specificity testing of (B)(6) control replicates was therefore performed using an in-house retained kit of the architect (B)(6) assay, lot 61059fn00, used at the customer site. All results met specifications, indicating acceptable performance of this assay lot. The architect (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. It is possible that the issue is related to sample handling/sample integrity.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.